Event description:
In 2005 while using a sabina ii pt lift with safety sling, a pt expired during transfer. According to the facility, the support vest used (med) did not have the interlocking snap buckle on the front anymore. The staff placed the sling on the resident without using the interlocking snap buckle. The resident got completely faint during the transfer. The staff tried to ease her to the floor. The staff were in agreement that the resident was dying in the lift. Pt expired soon after being placed on the floor. Four days later the lift was inspected by liko distributor and found to be in proper working order. It is the opinion of liko inc that the pt death was not caused by any failure of the lift or sling attachment used in the transfer.